Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Onsite service arrangements have been made for the replacement of the three-way solenoid valve and the proportional valve to address the issue.